Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083470) that a female patient who underwent an unspecified breast implantation procedure with two 425cc mentor smooth round moderate profile saline breast prostheses, experienced the following, "within months of getting breast implants, I started having side effects of severe fatigue that were not present prior to implants. I developed severe alcohol intolerance and multiple food intolerances. Then, I got a rash on my jaw that would not go away with topical medications. I continued to have mild pain in my breast that never fully resolved. I developed chronic pain in my neck and shoulders from the weight of the implants. The surgeon used implants larger than we discussed, each weighed (B)(6). I developed hypothyroid issues then severe ibs. I found out I had h pylori, microsporidium, cyclospora and other gut infections that were resistant to treatments. I developed light and sound sensitivity. Severe nausea and weight loss. The fatigue worsened and I spent days in bed. I had tachycardia severe enough to have a 24 hour heart monitor. Upon explant I treated the gut infections and was able to finally get rid of the chronic infections. My fatigue has improved. I no longer have chronically cold hands and feet." The patient underwent bilateral removal on (B)(6) 2018. Implant location was not provided. This report is for 2 of 2 breast prosthesis.